Event description:
At end of case, patient was transferred from or table to gurney via hovermat with the direction of anesthesiologist. There were also two rn's and anesthesia resident helping with transfer. The hovermat was inflated and patient was moved to gurney. The hovermat was pressed to deflate after transfer to gurney. After deflation, the patient was on gurney but slowly fell to his right side off of gurney. Patient was lifted back to bed by staff. Device deflated asymmetrically causing sliding.